Manufacturer narrative:
The device was not returned for analysis. Although the lead was never implanted, manufacturing records were reviewed and no nonconformities were found. Based on the report, it is likely that the event was procedure rather than device related.

Event description:
It was reported to nevro that a case was aborted prior to insertion of the trial lead as the patient began convulsing on the table. There was no report of further complication. Follow up report indicated that the patient is rescheduled for another trial procedure.